Event description:
During an unk procedure, the device was placed on the arteria pulmonalis, after firing, surgeon noticed no staples were placed on the arteria. The procedure was prolonged with a new stapler. There was no pt consequence reported.